Event description:
It was reported that upon disconnecting the blood culture transfer device from the needless connector on the extension set, the nose of the device broke off and remained in the needles connector causing a free flow of blood from the extension set. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One product sample was received for evaluation. Visual inspection of the returned sample verified that the fitting was broken completely off. The damage to the saf t holder seemed to suggest that a sideway force may have been inadvertently applied, as the luer was either being connected to or while attempting to remove the saf t holder from the non-smiths device. While the damage to the holder device was observed, the root cause could not be determined. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).